Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. The pump was unable to confirm unexpected restart alarm and unable to perform any test due to blank display. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 6.7 mmol/l. The customer stated that the pump was not damaged or exposed to moisture. After inserting a battery cap, the pump started to work. There was an unexpected restart alarm. The customer will be sent a new replacement cap and pump.